Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Analysis results were received from the original equipment manufacturer (OEM). The u-02 error upon start-up of the generator, indicating a malfunction of the system check master board, was confirmed. Unrelated to the reported issue, the bipolar cut output reading was found to be on maximum range (120w) prompting a system calibration.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the procedure was converted to laparoscopic due to a generator failure. An intuitive surgical, inc. (Isi) technical support engineer (tse) observed error u-02 observed in logs. The customer had found the blue energy activation cable and connected the third-party cautery for following cases that day. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer could not find the force triad cables to convert generators; therefore, the surgeon converted the procedure to laparoscopy. There was no increase in ports incision size and no additional ports were placed. The patient tolerated the procedure change.

Manufacturer narrative:
Based on the claim against the product by the customer noting generator failure, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu/erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the failure analysis is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced. The complaint regarding generator failure was confirmed based on failure analysis, which indicates that the device may have contributed to the customer's reported issue.